Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was noted to be high, though specific values were unknown. To manage this, the customer administered correction injections via multiple daily injections (mdi) for all events. No assistance from third parties was required, and after clearing the alarms, the customer resumed insulin administration without changing supplies.